Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, broken battery cap and broken battery tube threads. Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and compromised force system sensor and excessive no delivery test.

Event description:
The customer reported via phone call that the insulin pump is chipped at the reservoir compartment. The customer's blood glucose reading was 480 mg/dl at the time of incident. Troubleshooting found that the pump is also damaged and possibly cracked at the battery cap. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.